Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation was unable to determine a conclusive cause for the device causing damage and difficulty removing the guide wire; however, the loss of access and treatment appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. D10, h3: return device status.

Manufacturer narrative:
Exemption number e2019001. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that suture placement with a proglide device was attempted in the right common femoral artery (rcfa) via 6fr sheath using the preclose technique prior to an interventional procedure to insert an impella device in the heart. Reportedly, after the sutures of the proglide had been harvested and successfully placed, the guide wire exit port was exposed at the skin level and a 0.035¿ stiff guide wire was inserted to maintain wire access. When attempting to remove the proglide device over the wire, resistance was met and the guide wire ¿unraveled¿. The proglide device and guide wire were removed together as a single unit. Access was lost. A second guide wire regained access and an additional proglide device was used for successful suture placement using the preclose technique. The sheath was upsized to larger than 8.5fr and the impella procedure was completed. Hemostasis was achieved using the pre-placed sutures from the two proglide devices. There was no reported adverse patient sequela. There was no reported clinically significant delay in the entire procedure. No additional information was provided.